Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose levels ranged between 96-120 mg/dl. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer's occlusion alarms started when the customer began placing the pump inside their pocket which could have cased an abrupt temperature change to the pump. The customer was to monitor their pump.